Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the right atrial (ra) lead. The stylet was not moving smoothly through the lumen of the lead. When the lead was removed, the helix had advanced/extended. The ra lead was removed and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that there was dried blood inside the helix, alcohol was used to loosen blood, helix extends and retracts within specification but was found slightly bent. Stylet test passed. If information is provided in the future, a supplemental report will be issued.